Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they experienced high blood glucose of 400 mg/dl on (B)(6) 2018 and that their insulin pump alarmed change sensor. The customer's blood glucose at the time of the phone call is unknown. The customer did not indicate a form of treatment. The customer reported that they received a sensor updating/change sensor alarm on (B)(6) 2018, and again on (B)(6) 2018. Troubleshooting was performed and the sensor transmitter passed testing. The insulin pump will not be returned for analysis.